Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high, out of range, pacing impedance and loss of capture were noted. The patient was not pacer-dependent. The lead was explanted and replaced. The patient condition was good after the event.